Event description:
Prior to starting a da vinci s surgical procedure, the user facility reportedly identified a twisted jaw on the fenestrated bipolar forceps instrument. It was also reported that the bipolar energy was not working. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint. One of the instrument's grip was bent, causing side to side misalignment of the grips. There was a 0.103 offset at the tips, indicating overloading at the tip. Electrical continuity testing was performed on the instrument and passed. Engineering concluded that the tip damage may be due to mishandling. Additional observation not initially reported by the site was main tube damage. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. Engineering concluded that the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.